Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f05068 , h13a24011 and h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted for lots h13a24011 and h13c07061; however an exception was noted for the batch for lot h13f05068, but does not indicate any issues related to the complaint. If additional relevant information is obtained, then a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Treatment and outcome were not reported. Pd therapy was ongoing. Additional information was requested, but is not available. This is report 1 of 2 for this peritonitis event.